Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient needed a clamshell repair. It was scheduled for (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed by an onsite abbott representative. A clamshell repair was performed by an abbott representative on (B)(6) 2022. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿, under ¿pump performance monitoring¿, covers wear and tear to the driveline. Heartmate ii lvas patient handbook rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.